Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Date of event is estimated.

Event description:
The manufacturer representative (rep) reported that the left lead, during an advanced bilateral trial, was not working at all for the patient. The patient started with the right lead, switched to the left lead, and then tried bilateral stimulation for two weeks. The healthcare provider (hcp) attempted to revise the left lead during the implant procedure on (B)(6) 2016, but was unable to get the appropriate response from the patient. There was sensation on the left side, but it was not in the correct location. The hcp removed the left lead and opted to use a single lead on the right. Additional information received indicated that there was nothing wrong with the lead. The issue was due to the placement of the lead being too deep. There were no further complications that have been reported as a result of this event.